Manufacturer narrative:
Based on available information, this event is deemed a reportable malfunction. It was further reported the issue was found after the device was lubricated. The product was not used on a pt. Testing and eval was performed on one unused i.d 8.0mm, cat #: 61110080 endotracheal tube with frosty balloon, fitted with pp connector of corresponding size and tube marked as per specification. Product fitted with pvc bullet valve with pilot balloon printed with size identification 8.0 mm and work order# (B)(4). The product was received in opened preprinted blister pack as enclosed an envelope. The tube was removed and carefully examined under magnification and confirmed was a black stain found on balloon. Review of assembly record revealed that (B)(4) of embedded foreign matter was detected during the inspection and the defective part was rejected and discarded. Review of the risk assessment file does cover potential cause (contamination issue) and it's controlled. Review of the complaint trend from 2009 to ytd (B)(4) 2014, there is was no significant negative trend observed. An analysis on the returned samples provided was inspected and did not perform to our requirement. However, this complaint issue has been investigated previously and documented in the CAPA system to address the confirmed complaint to prevent future occurrences. As this particular lot was made before the CAPA implementation thus, no further eval needed and complaint can be considered closed. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported a black stain (ink?) Found on the cuff.